Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: on investigation, the battery compartment was confirmed to be cracked. The returned battery cap was undamaged and able to secure properly to the pump. The pump powered on with functioning audio tone and vibration; however, the display remained blank due to a cracked/shattered electronically erasable programable read-only memory chip inside the pump. The display screen lens was noted to be cracked. Investigation did not duplicate the alleged no power complaint as evidenced by the functioning audio tone and vibration features on start up.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked/damaged and that the pump experienced no power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.